Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient reported a mild sporadic headache 2/10. It was stated it was present on and off since the procedure. The patient later presented to the ER post procedure with complaint of body aches, headache and nausea that had worsened. Lab work showed bun 44, creatinine 1.37, gfr 45, wbc 14.4 neuts 10.2. The adverse event resulted in hospitalization and treatment. Dehydration was treated with normal saline. Outcome is the patient/event is recovering/resolving. The patient later presented to the emergency department with shortness of breath when walking short distances and a productive cough 2-3 days prior. The event of pneumonia may have been started within 2 weeks of the procedure. The patient was admitted to the hospital and treated with antibiotics (vancomycin and cefepime). The patient had possible gi bleeding possibly related to antiplatelet medication. The adverse event resulted in treatment and a blood transfusion. The event led to new or worsening of existing neurological deficits. Symptoms lasted for more than 24 hours. The outcome status was reported to be recovered/resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no device flattening or twisting. Wall apposition was achieved.

Event description:
Additional information received reported during source document review for the reported events of dehydration, anemia, and pneumonia, safety identified a possible adverse event of acute kidney injury. Per source document, patient's creatinine level was 1.0 on day 1 post index procedure on (B)(6) 2022). However, during the hospital visit on (B)(6) 2022 for dehydration the creatinine level was reported to be 1.37mg/dl. The patient was diagnosed with aki and treated by normal saline. Creatinine went down to 1.08 on (B)(6) 2022. However, during another hospital visit for anemia and pneumonia, creatinine was again reported to be 1.38 on (B)(6) 2022. The patient was treated by 2 units of prbc for anemia. Creatinine level went down to 1.26 on (B)(6) 2022 and to 1.09 on (B)(6) 2022. Safety issued a query for the site to confirm if this is a reportable ae. Safety assess this as possibly related to procedure. Treated with 2 bags of lactated ringers infusion at 125ml/hour. The event recovered on 2022-oct-02. Per provided source documents, the subject has medical hx of copd, asthma, obstructive sleep apnea, htn, gerd, hyperlipidemia, hypertrophic cardiomyopathy, osteoporosis. Eight days post procedure the subject was hospitalized with weakness and diagnosed with dehydration and aki (creatinine 1.37mg/dl). Treated by IV normal saline. Mdt assessed event of sporadic headache post procedure as possibly related to procedure and device. Dehydration was possibly related to procedure given onset date being a week after the index procedure. The subject discharged from hospital; but later presented with symptoms of pneumonia and treated for hospital acquired pneumonia. During this hospital stay, the subject had low hb levels (lowest in 6-7 range). The subject was treated by 2 prbc and consult with gi specialist states possible gi bleeding. Antiplatelet medication was modified. Hemoglobin 6.8. Patient's normal range was 11.5-12, likely attributed to aneurysm repair, anemia work up done. Started IV hydration, encouraged good fluid intake and continue cardiac diet at home. The event resolved on 2022-sep-17. The patient was treated for a saccular aneurysm in the right internal carotid artery (ica), c6. Aneurysm dome height: 3.3mm. Aneurysm neck size: 2.5mm. Parent artery diameter distal to aneurysm: 4.4mm. Parent artery diameter proximal to aneurysm: 4.9mm. Complete neck coverage at the end of the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that safety assessed shortness of breath when walking/cough and pneumonia event as possible related to procedure. The patient had medical history of copd asthma. Treated by antibiotic therapy. The mild sporadic headache is recovering/resolving. The event did not result from a device deficiency. Safety updated possible related to antiplatelet medication to related. It was added that the patient had anemia due to recent gi bleed. Antiplatelet medications discontinued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the clinical events committee (cec) adjudication of the body aches, headache and nausea that had worsened and the shortness of breath and productive cough was not related to device, procedure or antiplatelet therapy. Per cec, the event of sporadic headaches was assessed as not serious and casually related to study procedure, and possibly related to the device.

Event description:
Additional information received reported event resulted in new or worsening neurological deficit, weakness and headache. Anemia due to recent gastrointestinal bleed. Antiplatelet meds discontinued. Raymond and roy occlusion class 3 at the end of the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cec assessed the event of anemia as possibly related to the antiplatelet medication and procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.